Event description:
During setup of or room, scrub tech checked the stapler, staples were not loading properly. Ligaclip removed from the sterile field.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.